Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: user's test strips issue, user has low glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/18/2014).

Event description:
Consumer complaint of "lo" blood results. Customer stores their supplies in the original vial closed at all times at room temperature in their living room. Reviewed the blood results in the meter memory: lo 12/17 1:07pm; 106mg/dl (B)(6) 1:04am; 216mg/dl (B)(6) 1:06pm; 84mg/dl 2/12 1:17am; 155mg/dl (B)(6) 2:24pm. Customer states they are unsure if the results listed are before or after meals as the time and date are not correct. Expected blood results range from 100mg/dl to 160mg/dl throughout the day.